Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to the instrument to have a blade broken. The blade broke at roughly 0.257¿ from the base. The broken piece was returned. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pancreatectomy procedure, the harmonic ace instrument's generator presented a "reduce blade pressure" message. This instrument suddenly could not work. The customer used a spare instrument to continue with the procedure. No fragment was reported to fall into the patient. No known impact or patient consequence was reported.